Manufacturer narrative:
The device history records are being reviewed. The sample has been returned to the MFR and is being evaluated. The investigation is currently underway. Note: same pt/procedure as MFR report # 2020394-2011-00118.

Event description:
It was reported that the pta balloon would not fully deflate after being used in an av fistula in the upper arm. The balloon catheter was removed together with the introducer sheath and another was used to complete the procedure. There was no report of injury to the pt.